Manufacturer narrative:
Analysis of fiber b revealed a break near the distal tip of the fiber. The break was likely caused by an external mechanical force, as there was no charring at the break point. It was confirmed via email and documentation from the distributer, (B)(4), that the fiber had been damaged in shipping upon return to the distributer (email and documentation placed in complaint file). After product evaluation of fiber b, it was determined that the fiber returned for evaluation exhibited functioning properties of a conforming laser fiber. During initial visual examination, the connector and strain relief boot would not turn upon attempted rotation, and a recessed ferrule and core and discolored heat shrink were observed. The non-rotating collar is a symptom which is possibly indicative of excessive heat applied during fiber reprocessing. It is likely that the fiber was steam sterilized at a temperature exceeding the temperature parameters in the instructions for use (IFU) document (270°f, 132°c). This could cause the fiber connector to not rotate independently of the fiber. These symptoms are likely due to user mishandling during reprocessing. After the distal tip was reprocessed, the fiber functioned according to specifications as laser energy was clearly transmitted without any issues noted. The successful testing of the fiber both during manufacturing and after distal tip reprocessing along with the presence of a pilot beam and successful laser transmission indicates that the fiber was capable of functioning as intended. The fiber functioned according to dornier specifications. Analysis of fiber c revealed a break approximately 30 inches from the distal tip of the fiber. The break was likely caused by an external mechanical force, as there was no charring at the break point. It was confirmed via email and attached documentation from the distributer, (B)(4), that the fiber had been damaged in shipping upon return to the distributer (email and documentation placed in complaint file). Further analysis of the fiber revealed a connector and strain relief boot that would not turn upon attempted rotation, a recessed fiber core, a missing fiber ferrule, and discolored heat shrink. The non-rotating collar with recessed fiber core and missing ferrule are symptoms which are possibly indicative of excessive heat applied during fiber reprocessing. It is likely that the fiber was steam sterilized at a temperature exceeding the temperature parameters in the instructions for use (IFU) document (270°f, 132°c). This could cause the fiber connector to not rotate independently of the fiber. When a twisting force is applied to the seized up fiber and connector, the adhesive could possibly fail leading to the occurrence of both a recessed fiber ferrule and missing core. Subsequent laser energy exposure further damages the connector as noted in fiber c. This could potentially occur when the documented procedures in the IFU are not followed correctly. If the user follows the exact directions for steam sterilization as listed in the IFU, such ferrule and core alignment issues do not occur. The fiber likely failed due to user mishandling during reprocessing. Note - a customer site visit was conducted by dornier personnel on 06/17/2016 where it was confirmed that the customer's amsco 3013 autoclave was out-of-specification (running too hot) and required service.

Event description:
"Laser fiber recedes [sic] at the connection point to the laser and is allowing energy to blow blast shield. Event date: happen [sic] several times over last two weeks." Distributor also reported fibers were damaged in shipping. Fiber break reported.